Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion and posterior lumbar fusion surgery at levels l3-5 wherein rhbmp-2/acs was placed in the posterior elements outside a cage. Post-op, the patient experienced progressively worsening pain in his low back, with associated radiculopathy in his lower extremities, weakness in his left leg and left foot drop. The patient underwent revision surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with mechanical low back pain, bilateral neurogenic claudication and severe left lower extremity radiculopathies. For which patient underwent l3-l4 and l4-l5 transforaminal lumbar interbody fusion (tlif) procedure with peek interbody cages and rh bmp-2/acs, insertion of peek interbody cages once cage at each level total of two levels, l3 through s1 posterolateral arthrodesis with bmp local morselized autograft and bone graft extender, l3 through l5 segmental pedicle screw fixation with laguna phygen system, total of six screws, two rods, once crosslink, removal of prior non-segmental hardware at l5-s1, morsellization of local autograft, microscopic for microdissection of spinal canal, nuvasive monitoring and intraoperative screw stimulation which remained stable. Patient tolerated the procedure well without any intraoperative complications.